Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-9208-15 serial number: (B)(6) batch/lot number: 7072242 model/catalog description: precision s8 adapter 15cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing loss of stimulation. The patient underwent implantable pulse generator (ipg) explant procedure. The explanted device was not returned.